Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "no anomalies". At/af event of longer than 6 hours that appeared on quicklook was a portion of the event occurring on (B)(6) 2010. Quicklook registered the remaining time of the event as a "new" event following interrogation.

Event description:
It was reported that upon device interrogation the "quick look" feature listed an observation of "an af/at event longer than 6 hours" but there were no episodes listed in the episode list and the "cardiac compass" showed no new episodes of af since the last follow-up. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.